Manufacturer narrative:
The reported complaint of error message user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The root cause of the reported error message issue was due to damaged load cell module 1 which was likely sustained during mishandling. The load cell module 1 was replaced to remedy "ua07" error message. During visual inspection, a cracked front enclosure was observed on the returned autopulse platform. This types of physical damaged was likely due to mishandling and possibly damaged the load cell. The cracked enclosure was replaced. During archive data review, multiple ua07 error messages were observed on the reported event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform failed due to "ua07" displayed upon powering on. Thus, confirming the reported complaint. The load cell module 1 was replaced to remedy "ua07" error message. After parts replacements, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all other functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, customer reported that upon powering on the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the screen. The crew was unable to clear the advisory and immediately performed manual CPR. No consequences or impact to patient.